Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Age of the patient is unknown, however the reporter stated the infusion was to a neonate. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had a line rupture. This occured during the nutrition infusion to neonates. An unspecified pump was being used to administer the drug at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.